Event description:
During scheduled for aortic valve replacement on (B)(6) 2025 at 0730, the surgeon used the covidien tri staple 2.0 60mm extra thick reference# sigtrsb60axt, lot #n4c1946y. After removing the stapler handpiece from the chest, the surgeon noted a place of plastic inside the chest cavity. He removed the piece of plastic and notified the surgical team. He stated he did not see any other objects in the chest cavity. Surgery completed as scheduled. Post op xray was taken in the heart center. Radiologist called in and stated he can see sternal wiring and a linear clip in place and no other foreign objects. Surgeon notified of findings.